Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented via merlin.net transmission with an alert for possible lead issue, the atrial lead exhibited noise. The patient complained of pain in the pocket during lead revision the right atrial lead was noted to be fractured. The lead was capped and replaced. The patient was discharged with no symptoms.